Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Manufacturer report number: 2916596-2021-05241. It was reported that the patient presented to the emergency department (ed) after 12 consecutive hours of nausea/vomiting and increasing severity of fatigue. The patient was found to be in sustained ventricular tachycardia (vt) with a rate of greater than 200bpm. While the patient was in vt, their pump speed decreased from 9200rpm to 8800rpm; the ventricular assist device (vad) coordinator returned the patient's pump speed back to 9200rpm. The arrhythmia resulted in diminished ventricular assist device flows. After the patient was cardioverted into a normal rhythm, it was found that they were having low voltage advisory while their batteries each had 4 bars of power indication. These low voltage alarms have been a persistent complaint with the patient, therefore, he had received new clips and new batteries as recent as (B)(6) 2021. Both the new clips and new batteries were in use at the time of the low voltage alarms. A red battery hazard alarm was noted when the patient's black power cable's connection was changed from the power module to the batteries. The alarm resolved when reconnecting back to the power module. The alarm did not return when the patient black power cable was reconnected to the battery. The patient's controller was inspected and found to be extremely worn and the lcd screen and pump running symbol were nearly unreadable. A decision was made to exchange the controller. While installing the patient's new heartmate ii controller, the emergency backup battery (ebb) gave a backup battery fault. Reseating the ebb did not resolve the alarm. A new ebb was used to successfully install the new heartmate ii controller. The first controller was exchanged without incident. A review of the log file revealed low voltage events on (B)(6) 2021 at 1747 and 2037 while using battery power. There were some odd voltages noted causing low voltage events. It was also noted that while using the patient cable the rsoc voltages were below specification in the 11-12v range instead of 14v. The low rsoc voltages may have been due to the power leads in the controller, but, if the patient cable had been in use for over a year, a replacement was recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ventricular tachycardia, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not be conclusively be determined through this evaluation. It was reported that the patient presented to the emergency department (ed) after experiencing nausea, vomiting, and increasing severity in fatigue. The patient was found to be in ventricular tachycardia with an increased heart rate. Pump speed was adjusted from 9200 revolutions per minute (rpm) to 8800 rpm. The submitted log file contained data from 23aug2021 through 03sep2021, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Additional information received indicated that the patient was symptomatic and that the arrhythmia resulted in diminished ventricular assist device (vad) flows. Of note, flow trended downward slightly over time throughout the submitted log file; however, no low flow events were captured. The arrhythmia ultimately resolved. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.